Manufacturer narrative:
This event is being reported as serious injury due to the reported complications with surgical and/or medical intervention. The lots associated with this event were not reported and remain unknown; therefore a review into the device history records could not be performed. If any new, changed or corrected information is noted, a supplemental report will be submitted. These are known potential adverse events addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined.

Event description:
On 22/may/2024, abbvie became aware of a publication from denmark titled, ¿acellular dermal matrix in direct-to-implant breast reconstruction: univariate and multivariate analysis on potential risk factors¿ on a retrospective analysis of patients who underwent direct-to-implant breast reconstruction with strattice between (B)(6) 2013 and (B)(6) 2017. There were 59 patients and a total of 102 reconstructions. The object of the study was to describe the outcomes of direct-to-implant breast reconstruction using adms and identify the most frequent and severe postoperative complications. The authors concluded that the ¿study cohort presents an acceptable rate of explantation in adm-assisted direct-to-implant breast reconstruction with no significant association between risk factors and postoperative complications..¿ the authors report the following complications per breast: surgical site infection: 12. Skin flap necrosis: 15. Seroma: 4. Hematoma: 2. Implant rotation requiring replacement: 3. Implant explantation: 5. Dynamic breast deformity treated with fat grafting: 2.